Event description:
Reportedly, on (B)(6) 2014, the device was found at the elective replacement indicator (eri) with a battery impedance of 14.21 kohm and a magnet rate of 73min-1. On (B)(6) 2013 (six months ago), the battery impedance was at 5.37kohm, the magnet rate at 93min-1 and the time to eri displayed was 10 (+/- 1) months. Recommendations were sent stating that the device should be replaced since the eri was reached and should be returned for analysis in our laboratory.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, on (B)(4) 2014, the device was found at the elective replacement indicator (eri) with a battery impedance of 14.21kohm and a magnet rate of 73min-1. On (B)(4) 2013 (six months ago), the battery impedance was at 5.37kohm, the magnet rate at 93min-1 and the time to eri displayed was 10 (+/- 1) months. Recommendations were sent stating that the device should be replaced since the eri was reached and should be returned for analysis in our laboratory.

Manufacturer narrative:
(B)(4).